Event description:
It was reported the patient has had multiple instances over the past two years where the stimulation will turn off, and the patient experiences a return of symptoms. The patient stated there was no known accident or incident related to the events. Additional information has been requested, a follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200905961.